Event description:
It was reported that the patient had a fall and had electrical shocks down her leg. Normal impedance values were measured during an impedance test. The patient had a device revision on (B)(6) 2012. An electric abdominoplasty was performed and the implantable neurostimulator (ins) was repositioned. The patient recovered without sequelae.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2010 (B)(6), explanted: na, product type: lead; product ID (B)(4), serial# (B)(4), product type: recharger; product ID (B)(4), serial# (B)(4), product type: programmer, patient product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension; product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension, product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(4), explanted: na, product type: extension, product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation in her right leg when she bent forward or straightened up. The shocking would remain for about a minute and then go away. The shocking started following a fall about a week ago where the patient fell down some steps and onto her back. A revision was already planned because the patient had lost 80 pounds and the implantable neurostimulator (ins) was "floating" in the patient's abdomen, which made recharging difficult and caused pain. The patient noted the stimulation was working "very well" for her and she was concerned it would change. Additional information was received one week later that reported the patient had been admitted to the hospital due to a continuous shocking sensation. The patient stated that she bent down to pick something up and felt a "pop" at the ins site. The shocking was present in her right leg and caused pain when she moved. The shocking went away when the ins was turned off, but the patient had left the stimulation on while in the hospital because she was able to tolerate the shocking better than her usual pain symptoms. The patient's doctor checked the leads by x-ray and reported they were "fine." The patient noted she was unsure if the doctor knew what steps to take next. Additional information was requested but was not available at the time of this report.